Manufacturer narrative:
Citation: levi ds, et al. Transcatheter native pulmonary valve and tricuspid valve replacement with the sapien xt: initial experience and development of a new delivery platform. Catheter cardiovasc interv. 2016 sep;88(3):434-43. Doi: 10.1002/ccd.26398. Epub 2016 may 3. Earliest date of publish used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature article regarding the use of the 29 mm sapien xt valve for transcatheter pulmonary and tricuspid valve replacement. All data was retrospectively collected from a single center. Of the 10 patients included in the study population, one patient (female; age (B)(6) years; weight (B)(6)) was previously implanted with a 31 mm medtronic mosaic bioprosthetic valve in the tricuspid position. No unique device identifier numbers were provided. At an undisclosed time after valve implant, the mosaic patient underwent transcatheter valve-in-valve replacement with a 29 mm edwards sapien xt valve. The reason for replacement was tricuspid valve stenosis. No additional adverse patient effects or product performance issues were reported.